Event description:
It was reported that tandem insulin pump experienced repeated cartridge alarms during cartridge loading despite customer following prompts in mobile app. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software, provided instructions for storage mode and pump return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.